Event description:
The evaluation noted that the device produced a travel coarse error during the occlusion test. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted that the device produced a travel coarse error during the occlusion test. It was determined that the worn clutches were the most probable root cause and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.